Manufacturer narrative:
Complaint no: (B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced cloudy pd effluent which was manifested by abdominal pain. The cause of the event was unknown. On an unreported date, the patient was hospitalized for the event. On unreported dates, the patient began initial treatment for the event with gentamicin therapy (intraperitoneally, ip) and claforan therapy,(intravenously, IV); and then began secondary treatment with fortum therapy, IV; tienam therapy, IV; and then thirdly began treatment with diflucan therapy (oral route); ciprolon therapy, IV; colistin therapy, IV; and vfend therapy, IV; as prophylactic treatment for peritonitis (doses and frequencies were not reported). The outcome of the event was unknown. On an unreported date, the patient was switched to hemodialysis therapy. No additional information is available.